Event description:
The patient was admitted through the emergency department with symptoms of coronary artery disease. An angiogram was performed. Approximately 6-8 ccs of air was seen in the lv. The patient developed a third degree heart block, chest pain and became pale. The patient's symptoms resolved. Atropine was administered intravenously, but reportedly did not make a significant difference in the resolution. One of the technologists at the site theorized that the fluid lines were not properly purged of air before performing the injection.

Manufacturer narrative:
A medrad service engineer performed a checkout of the injector system and no issues were found. The disposables that were in use during the event were not retained by the customer. Extensive additional training was provided to the staff in 2009. Evidence of competency documents were completed for those in attendance.